Event description:
It was reported that the representative experienced difficulty with the sensor calibration and electromagnetic interference (emi) during a cardiomems implant on a patient with a left ventricular assist device (lvad). The cath lab had too much emi. Troubleshooting was continued in the holding room however the rep was still getting a flat line with the hospital system. The rep stated they would try again once the patient was off bed rest. Review of merlin logs confirms that physiological readings were obtained using (B)(6) and the sensor was successfully calibrated on (B)(6) 2025.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: patient age was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The heartmate 3 device serial numbers, as well as other specific case/patient information, were not available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The relevant sections of the device history records for the heartmate 3 left ventricular assist system (lvas) were unable to be reviewed as no device identifying information was provided. No further information was provided. The manufacturer is closing the file on this event.